Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The returned unit was inflated / deflated three times and no issues noted. The reported defect could not be detected on the returned sample.